Manufacturer narrative:
D9. The concomitant products listed in d10 were returned for evaluation. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: catheter, ubd: 06-may-2027, UDI#: (B)(4) product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026 (partial), product type: catheter, ubd: 06-mar-2027, UDI#: (B)(4) h3. Analysis findings for 8780 (partial explant) and 8784 were the same: the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implantable pump infusing dilaudid (3 mg/ml at 0.3005 mg/day) for chronic pain and lumbar fusion with hardware. It was reported that the patient reported having a return of pain symptoms. The rep stated there were no falls or injuries reported. A dye study was attempted in the hcp's office in january 2026, and they were unable to aspirate the catheter. The hcp decided to replace the entire catheter. The pump segment was explanted and the spine segment was tied off. The issue was resolved at the time of this report.